Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
It was reported the ventilator failed while it was connected to a patient, exhibiting uncontrolled flow. There was no patient injury.